Manufacturer narrative:
Nova biomedical is not expecting the return of this meter. It was discarded by the consumer.

Event description:
It was reported to nova biomedical by a consumer's parent that his blood glucose meter began giving blood glucose results in mg/dl instead of mmol/dl. The consumer stopped using the meter and will use a back up meter. No decisions to treat were made on the alleged faulty meter. The consumer replaced the meter on her own.